Event description:
Per the clinic, the rechargeable batteries of the sound processor were found to have distorted.the equipment was advised to be removed from service. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.